Manufacturer narrative:
Device evaluation indicated that the lead passed mechanical test performed. The complaint has been confirmed. Visual and x-ray inspection of the lead found broken cables were completely broken at the bent/kinked location of the lead. High impedance readings were registered at several contacts. The broken cables resulted in the reported complaint of high impedance.

Event description:
A report was received that the patient was not getting consistent stimulation. The patient's lead was showing high impedances. The patient underwent a lead revision wherein the lead was replaced with a new one. The patient was reportedly doing well after the procedure.

Event description:
A report was received that the patient was not getting consistent stimulation. The patient's lead was showing high impedances. The patient underwent a lead revision wherein the lead was replaced with a new one. The patient was reportedly doing well after the procedure.

Event description:
A report was received that the patient was not getting consistent stimulation. The patient's lead was showing high impedances. The patient underwent a lead revision wherein the lead was replaced with a new one. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-4316, lot #: 14802054, description: next generation anchor kit-sterile.